Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The physician believed that the ipg had moved in the pocket. The patient will undergo a pocket revision.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The physician believed that the ipg had moved in the pocket. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure due to pain at the pocket site. No device malfunction was suspected. The patient was reportedly doing well postoperatively.

Event description:
A report was received that the patient was experiencing discomfort at the pocket site. The physician believed that the ipg had moved in the pocket. The patient will undergo a pocket revision.

Manufacturer narrative:
Additional information was received that the patient will not undergo a pocket revision.